Manufacturer narrative:
(B)(4). Batch # m93j53. The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded? Teflon pad or partially emerges from the slot of the clamp, but there remains no part of it within the patient has to spend another device so you can continue with the surgery but does not affect the patient. The surgeon activates the device all the time with tissue between the jaw of the clamp, when the doctor ends dee seal the glass realizes that the teflon detached.

Event description:
It was reported that during a close colostomy (hartman type) procedure, begins to burn and a tear off the device, clamp was a "sing." Another like device was used to complete the procedure. There were no adverse consequences for the patient.